Event description:
Customer reportedly, received results of 94 mg/dl, 34 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.